Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Please note: customer provided lot number of 00619325998. However, 00619325998 does not validate in our system. The system found a similar lot for catalog # is 0061932599. As such, the initial report lot number will be noted as 0061932599 unless more information is provided.

Event description:
As reported by the user facility: event 1: brief inquiry description: nurse primed IV line with in-line filter and solution free-flowed out of set prior to connecting to patient. Detailed inquiry description three sets of 0.2 micron filter infusomat tubing started free flowing from the filter even when roller clamp closed. Lot #00vl9325998 and lot#00619325998. Staff had to change route of medication to avoid using tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.